Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent in for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.